Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples for catalog 300928 to investigate for this record. Unfortunately, as a result, bd was unable to verify ther reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that foreign particles were found in the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from german to english: "the syringes that had particles in the cylinder were blocked by your company."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign particles were found in the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringes that had particles in the cylinder were blocked by your company."